Manufacturer narrative:
Facility nurse manager reported that the pt's official cause of death was respiratory arrest secondary to severe coronary artery disease (cad) and congestive heart failure (chf). Following a thorough investigation by the facility and based on physician info available, there is no reason to suspect that a gambro product caused or contributed to this pt's death, as this pt was gravely ill prior to this event.